Event description:
It was reported the pump battery will not charge to 100%. Caller stated the pump will only charge to 60% while using the tandem provided cable. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.